Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the double chamber implantable pulse generator (ipg), the operator observed that when they try to connect right atrial (ra) lead to the ipg, the right ventricular (rv) lead pacing stopped immediately. The ipg was removed and replaced with single chamber ipg and the ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.